Event description:
Boston scientific crm received information that one day post implant, the right atrial (ra) lead exhibited loss of capture due to dislodgment. A lead revision procedure was performed, however, the ra lead continued to dislodge. The ra lead was explanted and a new lead was successfully implanted.